Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) devices were received for evaluation; one event was confirmed during testing. One device was found to be affected by an e-box seal failure. Two devices were within specification for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.